Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. After the alarms, the customer typically resumed insulin delivery without changing the supplies on the pump. The customer's blood glucose (bg) level was in the 500-600 mg/dl range and a bolus of insulin was delivered to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.